Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was giving pacer output outside of the specified ppm demand pacer setting. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer stated that the issue was due to improper pad usage during extended transcutaneous pacing. The nurse manager will educate staff on how long pads should be used before being changed out. The device will not be returned to zoll for evaluation.